Event description:
The following has been reported: biomed reported: issue: constant service needed alert prior to cartridge load/infusion. Biomed confirmed issue. No patient reported incident. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 1 leak failure. The device initially tested as functional but eventually made abnormal recharge sounds consistent with a valve leaking. The device was reverted to manufacturing mode and pneumatics hardware testing was done. The pump passed basic recharge but failed positive hardware which indicates valve 1 is functional but valve 2 is the true failure. No additional damage was identified during investigation.